Manufacturer narrative:
The sensor was successfully removed during the second removal attempt.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where physican was unable to remove the sensor in the first attempt made.